Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/01/2025, a sales representative reported via (B)(6) that an ar-8943-15 depth devices smaller metal piece that hooks onto the cortex for measurement pulled out of the larger piece with the denoted depths. This occurred when the surgeon attempted to use the depth gauge from the ti ankle fx set, and the smaller metal piece that hooks onto the cortex for measurement pulled out of the larger piece with the denoted depths.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including mishandling the instrument, which can cause damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.